Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience an elevated blood glucose (bg) level up to 348 (mg/dl). Reportedly, the customer changed the cartridge and infusion set however the customer's bg level remained elevated. The contact believes the pump is not delivering insulin. A manual injection was delivered to address bg level. A pump system check was performed and no device issue was identified. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.